Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 6f/7f mynx control vascular closure device (vcd) was used, and the patient experienced access site bleeding immediately after device removal. The physician stated that the device possibly caught on calcium which triggered the tension indicator and allowed the sealant to be deployed into the vessel. The deployer was mynx certified. The device will not be returned for evaluation.

Manufacturer narrative:
As reported, a 6f/7f mynx control vascular closure device (vcd) was used, and the patient experienced access site bleeding immediately after device removal. The physician stated that the device possibly caught on calcium which triggered the tension indicator and allowed the sealant to be deployed into the vessel. The deployer was mynx certified. The device will not be returned for evaluation. The product was not returned for analysis. A review of the manufacturing documentation associated with lot: f2514205 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint ¿sealant inaccurate placement (intravascular)¿ could not be evaluated. Without the return of the device the exact cause of the reported event could not be determined. However, possible calcium in the vessel was reported. As per the instructions for use (IFU), the safety and effectiveness of the mynx control has not been established in patients with small femoral arteries (less than 5mm), or patients with clinically significant peripheral vascular disease in the vicinity of the puncture site. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no preventative or corrective actions will be taken at this time.